Manufacturer narrative:
A revision procedure was scheduled and the lead was temporarily deactivated. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that, during a routine post-implant follow-up appointment, this atrial lead was not capturing or sensing. A chest x-ray showed the lead had dislodged. No adverse patient effects were reported.